Event description:
Patient reported that yesterday around 3pm the v-go device fell off. Patient stated that she follows all proper procedures when applying the v-go to her abdomen by making sure there is no excess hair and always uses alcohol swabs to clean area and also lets it dry before applying. Patient also stated that this not the first time this has happened and was only wearing the v-go device for about 3-4 hours before it fell off. The patient discarded the v-go.